Event description:
Reporter indicated an unk pt had a vns lead fracture that was visualized via x-ray, and that surgery to replace the lead was likely. All further attempts for info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.